Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation identified a partial circumferential break at the glue joint. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr4064 pta balloon dilatation catheter allegedly experienced a break and leak. This information was received from one source. The malfunction involved a patient without consequence.